Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small part grey silicone tip of one side of the jaws became removed. Nothing fell in the patient . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/10/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood and charred tissue was observed on the jaws and heater wire. The heater wire completely flexed and bent away from the hot jaw attached at the base, but with detachment at the tip. The silicone insulation on the tip of the cold jaw was observed to be peeled away, exposing the metal tip portion of the cold jaw. The peeled away silicone was not returned for evaluation. The silicone insulation on both the hot and cold jaw was observed to be discolored and melted. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw¿ and confirmed for the analyzed failures ¿material twisted / bent" and "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small part grey silicone tip of one side of the jaws became removed. Nothing fell in the patient . A replacement device was used to complete the procedure. The hospital did not report any patient effects.